Event description:
It was reported that the basket on the percutaneous thrombolytic device. Separated during the first pass into the loop graft. A snare was utilized to remove the basket. There were no pt complications.